Event description:
During the procedure, air was noticed in the sheath during aspiration. The sheath was replaced and the procedure continued. There were no patient symptoms/injuries related to this event.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The visual inspection showed that the shaft was intact with no apparent issues. The reported issue has not been confirmed through testing. The sheath passed the inspection as per specification. Many aspiration / injections performed without having air bubbles or leaks, the hemostatic valve was leak tight. This report will be recorded and trended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.